Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, tavr procedure performed with heart valve, 18f device used for closure to right femoral artery. Upon deployment of the device, hemostasis was not obtained, physician held manual pressure, pulsatile blood flow continued after 10 minutes of manual pressure was applied, physician performed at cut down on right groin. During cutdown procedure, physician noted location of the device suture and confirmed that hemostasis was obtained by the closure device, and repair of vessel was performed distally to the device. Additional information states procedural sheath had to be exchanged twice during the tavr procedure, first deployment system and sheath had to be removed due to a wrongfully deployed valve. Second 16fr sheath advanced after the initial sheath was removed.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted for investigative purposes. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.1mm, minimal calcification in the common femoral, with a depth deployment measurement of 3.5cm + 1cm. A mid femoral head positioned access was gained utilizing micropuncture, no ultrasound guidance. Complications were endured advancing and withdrawing the edwards 16f procedural sheaths. The procedural sheath was replaced twice, the first deployment system and sheath were removed and replaced due to a wrongfully deployed valve. Following manta deployment, pulsatile blood flow was present, and manual pressures were applied. After ten minutes, pulsatile flow did not cease, and the physician decided to perform a cut down. During cut down the physician confirmed hemostasis was achieved by the manta closure device, and the repair to the vessel was performed distal to manta. The root cause of the pulsatile bleeding requiring surgical intervention is suspected to be due to the trauma endured during initial complications with the exchange of valves and procedural sheaths and not the manta device as verified visually by the physician during surgical intervention. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. Procedure preparation indicates to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery.